Event description:
A review of the service data detected a reportable event. Upon servicing, monitor sn (B)(4), the monitor reset during the detect and treat test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor reset during the detect and treat test. The cause for the failure was isolated to defective mosfet drivers (u15, u16, u17, u18) on the defibrillator board. The defective drivers caused the reset during testing. The root cause for the defective drivers could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.